Event description:
It was reported that the patient presented to the ER after receiving a patient notification. Device interrogation indicated an alert for possible high voltage lead issue. In-clinic high voltage lead impedance measurement was low and out of range. The device was explanted and the lead was capped and replaced. Patient was stable post-surgery.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.